Manufacturer narrative:
The reported field event of loose connection was confirmed. Analysis of the device revealed the ventricular setscrew was detached from its setscrew bore. The ventricular setscrew could be overly loosened causing the setscrew to dislodge from the setscrew bore. It is suspected the damage occurred during the implant procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an initial implant procedure, the setscrew was loose and could not be tighten on the device. The device was explanted and a new device was implanted to resolve the event. The patient is stable with no consequences.